Event description:
Boston scientific received information that during the change out procedure for normal battery depletion, the right atrial (ra) lead was damaged when removing it from the device's header. Intermittent sensing on the ra lead was also observed. Subsequently, this lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.